Event description:
It was reported that the device was inserted without difficulty but when the surgeon moved his hand, the device tore with two devices. They were removed and a third device was inserted and the procedure was completed without pt consequence.